Manufacturer narrative:
The reported complaint of a leak on the icy catheter (lot # 164067) was confirmed during functional testing. A bonding leak was observed at the proximal end of the medial balloon during the functional pressure leak test. The probable root cause of the reported complaint could be a latent defect at the bond. Upon visual inspection, no physical damage was observed. Dried blood residue was observed on the catheter balloons and inside the luered tubings. During functional testing, all lumens and infusion ports, and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device for one minute, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, a bonding leak was observed at the proximal end of the medial balloon; thus, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaints reported for the icy catheter with lot number 164067.

Event description:
A patient underwent ivtm therapy after cardiac arrest. An icy catheter (lot # 164067) was inserted into the patient's femoral vein in one attempt, with no unusual resistance noted. The patient's body temperature at the start of the treatment was 35.5 °c, and the target temperature of the cooling phase was set at 33 °c. After the patient's body temperature reached 33 °c, the thermogard console was set to a controlled rate of 0.25°c/hour for rewarming. The target temperature of the rewarming phase was not provided by the customer. After 12 hours of running in the rewarming mode, when the patient's body temperature had reached 36 °c, the thermogard console displayed an "air trap" alarm. The customer noted that the 500-ml saline bag was empty but did not find any traces of saline on the floor, patient's bed, or on the console. The customer did not change the saline bag and suspected that 250 milliliters of saline had been infused into the patient's bloodstream due to a catheter leak. The dwell time of the catheter was 50 hours when the issue was noted. The customer removed the catheter from the patient's body. The customer did not provide further information on how the therapy was continued and completed after removing the catheter. There was no malfunction reported on the thermogard console, and it was placed back on the floor for future clinical use. No consequences or impact to the patient.